Event description:
The recipient is reportedly experiencing pain and inflammation. A CT scan found an increase of soft tissue thickness. The recipient was prescribed antibiotics (type unknown). The recipient was advised to cease device use while recovering.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will be followed under MDR 3006556115-2022-00779. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved prior to explant; however, the recipient was still experiencing pain. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.